Event description:
It was reported that  patient states her controller will not turn on. Patient states if she plugs it into the charging cord it turns on but if she unplugs it it turns off. Patient service specialist advised to reset controller. Pss advised to check for damage to the pins. Pss could not hear the patient during the troubleshooting and call was ended. Agent was not able to get the sn for the controller as call was disconnected. The issue was not resolved through troubleshooting as the call was disconnected and agent could not hear the patient any longer. The patient called back and reported the controller is working as long as they plug the controller into the wall. Patient stated they carry the controller around during the day because they have to change settings. Patient said when they got the device out to increase the setting it wouldn't come on and they panicked for a minute. Patient mentioned they plugged the controller in to the wall and it came on. Patient reported on saturday evening the controller was off all day and the only way to get the controller to work was to plug it into the ac power supply. During the call patient service walked patient through removing the battery pack and plugging controller in the wall; patient confirmed controller powered on. Pt plugged battery in and it was blinking green. It was noted the battery pack was not holding a charge, the controller died as soon as it's taken off the ac power supply. Controller wakes up and blinks green however the issue was not resolved, agent emailed repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6). Analysis was performed on [serial/lot #:(B)(6) analysis found that the battery was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.